Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test and force sensor test. Unit passed dat test at 0.0877 inches. No over delivery anomalies noted during testing. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. No smartguard feature defects noted during testing. Unit successfully downloaded to thump and carelink. Unable to verify units of normal bolus delivered due to insufficient data in pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: scratched case (minor). Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Cosmetic damage at the reservoir tube was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on pump and experienced hypoglycemia with blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with glucose tabs and food. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-243a. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack on the reservoir tube side. The damage was affecting/impacting pump functionality. The customer the smartguard was giving too much insulin. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-7040a, mmt-243a. Mmt-1884 was requested, and the customer response was the device will be returned.